Manufacturer narrative:
Section a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6b - explant date: not applicable, as lens remains implanted. Section e1 - telephone number: (B)(6). Section h3: the intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. Section h6 -device code - 3191 - appropriate term/code not available - unspecified/other w/ patient involvement all pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that during routine insertion of the preloaded monofocal intraocular lens (iol), cartridge primed with viscoelastic, the lens haptic and optic was noted to be abnormally twisted. Upon unfolding, it was observed that the lens had 2 tears on the optic. Due to the peripheral tears, a decision was made not to explant the iol. Directions for use were followed. Issue was identified after implantation. There was no report of any medical intervention. Vision pre-operative: 6/18, the lens remains implanted. Through follow up it was confirmed there are no plan to explant the iol. No material is available for evaluation. No further information was provided.

Manufacturer narrative:
Additional information: section h3 - device evaluated by manufacturer? Yes device evaluation: no suspect product was received. A picture provided by the customer was evaluated. The evaluation found two tear like marks on the lens. No further evaluation was performed and no further issues were identified. The complaint issue "iol torn" was identified during photograph evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.